Event description:
The system stopped cycling and gave a red alarm for technical failure; this happened sporadically after a few hours in use. When measuring the 24v it was missing from the pc1675. The 24v disappeared and came back when the board was pushed or touched. No patient injury occurred.